Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. No physical damage on address/serial number label or case noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 413 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that the no delivery alarms occur after troubleshooting the issue. The customer sent their insulin pump back for analysis.